Event description:
The customer reported a crack; subsequently a leak was noted. The monitoring kit was being used to deliver an unspecified solution. After an unspecified length of time in use while the nurse was in the patient's room, it was reported that the nurse heard "snap" and noted a leak of solution from a crack between the transducer and stopcock. The nurse placed her finger over the crack to stop the leak. The monitoring kit was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).